Event description:
It was reported, that "the device was not 90 degree angle as ordered." There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.

Event description:
It was reported, that "the device was not 90 degree angle as ordered." There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.